Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively. It was reported as unknown which surgical task was performed. The wire was broken and there was no exposed due to damaged insulation. The cable was broken in half. There was no loss of cautery associated with damaged cable. There were no signs of thermal damage at site of insulation damage. There were no problems removing the instrument through the cannula. The procedure was not completed with the same instrument a vessel sealer extend instrument was used. There was no fragment fall inside of the patient¿s anatomy. The patient information was not allowed to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.